Event description:
Caller states that during a correlation study, the following coaguchek xs/lab results were obtained: 5.1 inr / 3.9 inr. No treatment info provided. No adverse event reported. Requested return of suspected system and replacement was sent.

Event description:
Caller states that during a correlation study, the following coaguchek xs/lab results were obtained: 6.1 inr/4.5 inr. No treatment info provided. No adverse event reported. Requested return of suspect sys and replacement was sent.